Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.2; second test inr = 1.8.

Manufacturer narrative:
Inratio precision data provided by end-user lot 07563: first test inr = 1.2; second test inr = 1.8; mean = 1.5; sd = 0.42; %cv = 28%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.